Event description:
The patient had breast implants implanted in 1999. In 2003, the patient relayed that they were sick, tired, and losing weight (went from 115 lbs to 105lbs in less than 1 week). The patient has also stated they were experiencing auto immune type symptoms. The doctor has not confirmed these symptoms. The devices have not been removed.